Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 5 was failed and required maintenance. A field service engineer checked station drawer 5 and found that drawer was not detected on bus and ran diagnostics. Shut down and reseated the row board cables on drawer 5 and rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 had failed and required maintenance. A device not detected on bus error message had appeared. Medications could not be accessed until the issue was resolved. The customer attempted to recover the drawer but unsuccessful. And powering the unit off and back on also did not resolve the issue. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.